Event description:
It was reported that the patient developed an infection at the pocket site. This was accompanied by symptoms of fever, redness and drainage/incisional wound opening at the device pocket. The patient went into surgery where the pocket was ¿cleaned out¿ by the physician. Patient outcome was not provided. Follow-up is being conducted to obtain this information. A supplemental report will be submitted when this information becomes available.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Follow up information received reported that the patient was sent home with an IV port with antibiotics. It was noted that the patient was doing well and the infection seemed to be resolved. If additional information is received, a follow-up report will be sent.